Event description:
It was reported that during an unk procedure, the distal part of the ez filterwire separated on withdrawal and remains in the pt. The lesion being treated was located in the common carotid artery (cca), although severe tortuosity was encountered in th e internal carotid artery (ica). There was friction noted while advancing the filterwire within the guide catheter over the arch. Following successful stenting (details unk), the filterwire was "easily" retreived in the guide and was removed with "some friction." With the filterwire in the guide catheter it was noted that the distal markerband of the retrieval sheath was migrating distally towards the stent, and "went probably inside the mesh of the open cell strut at the level of one of the bends." The physician checked the following day and found the markerband in the same position. Follow up information provides "the pt status is fine at the moment and they don't intend to retreat the pt as they consider too risky to implant a second stent into the first one in order to stabilize the marker. This is due to the high tortuosity of the ica where the 1st stent is placed. The physician is quite confident that in 1 month time the generated neointima will include the marker in it."